Event description:
The manufacturer received information alleging a trilogy evo, o2 " circuit disconnect" alarm condition occurred while in use. There was no harm or injury reported. The actual measured values noted at the time of the event were the followings: leak: 40l/min., ventilation volume: 250ml, ipap: 7.6-7.8cmh2o. The ventilator was returned to the manufacturer for evaluation and occurrence of the "circuit disconnect" alarm was not confirmed during an operational check although several occurrences were observed in the error log. During the evaluation of the device a "ventilator service required" alarm occurred while continuing the operational check. Upon checking the error log, it was confirmed that e-384 occurred indicating a (pressure sensor mismatch). The technician determined that the reported issue was caused by occurring malfunctions on the flow sensor therefore the flow sensor was replaced to address the issue. An internal inspection was performed, no abnormalities such as dirt were observed. Since it was observed that the silver sticker around the mute button was gone, the vanity cover assembly was replaced. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo, o2 " circuit disconnect" alarm condition occurred while in use. There was no harm or injury reported. The actual measured values noted at the time of the event were the followings: leak: 40l/min., ventilation volume: 250ml, ipap: 7.6-7.8cmh2o. The ventilator was returned to the manufacturer for evaluation and occurrence of the "circuit disconnect" alarm was not confirmed during an operational check although several occurrences were observed in the error log. During the evaluation of the device a "ventilator service required" alarm occurred while continuing the operational check. Upon checking the error log, it was confirmed that e-384 occurred indicating a (pressure sensor mismatch). The technician determined that the reported issue was caused by occurring malfunctions on the flow sensor therefore the flow sensor was replaced to address the issue. An internal inspection was performed, no abnormalities such as dirt were observed. Since it was observed that the silver sticker around the mute button was gone, the vanity cover assembly was replaced. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00). New information/linv: the suspected machine flow sensor was returned to the manufacturer product investigation lab (pil) and the technician was unable to confirm a failure of the flow sensor. Pil installed the trilogy evo flow sensor on the trilogy evo stb and ran therapy for approximately 1.5 hours, and the flow sensor operates without issue, e-384 did not occur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. Pil concluded that the flow sensor operates as designed. The trilogy evo system flow sensor has been scrapped.